Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp solution set leaked. Approximately three to five minutes into a feraheme infusion, drops were observed coming from the base of the drip chamber. The infusion was stopped, and the tubing was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) devices were received for evaluation. During visual inspection, the tubing was observed kinked/collapsed in both samples. The devices then underwent functional testing, including priming, pressure and clear passage under water testing and a leak was observed between the assembly of the tubing ad the drip chamber in both samples. Pull testing between the tubing and drip chamber was performed and the results were satisfactory. The sets were within dimensional specifications. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.